Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to charge and boot up. The receiver case was opened for an internal visual inspection . The receiver battery was replaced with a known good battery and receiver did took the charge and booted up. The receiver log was downloaded and reviewed . During the log review, it was observed that the receiver ceased to function . The receiver functional test could not be performed due to receiver having been opened. The known good battery with replaced with the original battery and receiver no longer turned on. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective receiver battery.